Event description:
Reporter reported to smiths medical international that the joint separated at the arterial side of the tubing set. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical international in another country. The finished product is further assembled, packaged and sterilized by smiths medical international. The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. A follow up report will be submitted as soon as the investigation is completed.